Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that within 24 hours of wearing an essix retainer for the first time, a patient experienced swollen, cracked, painful, and red lips. The patient stopped wearing the retainer and all symptoms disappeared after three days. No additional treatment was required.